Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, and when the customer attempted to get the pump to turn on, customer got "notice that the bolus button is stuck." There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.